Event description:
Customer reports receiving low total bilirubin results for five external proficiency samples. Customer states, she repeated the survey samples on (B) (6) 2009 and the results recovered even lower. During troubleshooting, the customer found she needed to update her calibrator setpoint to reflect the calibrator lot she was currently using. After updating the setpoint and recalibrating total bilirubin, she reran the survey samples, however, this did not improve the results. Sample 1, initial result 3.4 mg per dl, survey range 4.18-5.01, result after recalibration 2.7. Sample 2, initial result 1.8 mg per dl, survey range 2.83-3.47, result after recalibration 1.3. Sample 3, initial result 0.7 mg per dl, survey range 1.64-2.12, result after recalibration 0.5. Sample 4, initial result 1.0 mg per dl, survey range 1.59-2.03, result after recalibration 0.6. Sample 5, initial result 0.3 mg per dl, survey range 0.57-0.99, result after recalibration 0.2. The customer questioned the survey material. She obtained new survey samples from the same survey from a sister lab and ran them on this analyzer. All five levels recovered within the acceptable range for total bilirubin. Customer concluded the problem was due to the survey material.